Event description:
This patient underwent generator replacement surgery where system diagnostics and an interrogation were performed after implantation of the new generator indicating values within normal limits. After surgery was completed, diagnostics were performed again and 4 values were observed in red. An interrogation was performed and everything looked ok. The patient was later seen by a nurse who was unable to communicate with the generator, so the patient underwent an additional surgery. The generator was taken out of the body where a check was performed and everything was ok, but it was observed that the device was programmed off, even though it was noted that the device had been turned on after the first surgery. The generator was tested with the accessory pack which includes test resistors and everything was confirmed to be ok. The generator was re-connected to the lead and surgery was completed and all parameters were stated to be ok. No other relevant information has been received to date.

Event description:
Additional information was received indicating that diagnostics were ok at the time of implant. After implant, high impedance was seen 1 time, and then it was not seen again that same day, therefore the patient was closed up. When the patient came back a few days later, high impedance was seen on their device consistently. Due to the high impedance, no current was being delivered. Therefore the patient was taken back to surgery when the accessory pack was used confirming no malfunction with the generator, then the lead was re-inserted and high impedance was no longer seen.